Manufacturer narrative:
Returned to manufacturer: 26-jun-2018, in the supplemental MDR#1. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: off-label use [anterior endothelium chamber depth < 3.0mm (2.94mm)]. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.0 diopter into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, the surgeon also reporting incision enlargement and additional suture. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. Claim# (B)(4).